Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon interrogation, loss of capture was observed on the left ventricular (lv) lead. X-rays confirmed that the lead had become dislodged due to twiddler's syndrome. The device was reprogrammed and the patient was stable.